Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2020-may-05. It was reported that the patient was complaining of withdrawals that started in (B)(6) 2020. The only symptom they could explain was increased spasticity and the patient was having difficulty walking. The hcp performed an exploratory surgery to expose and access the pump. The hcp was easily able to aspirate 3ml of drug from the catheter access port (cap) indicating that the catheter was fine. The hcp removed 17cm of redundant catheter at the pump site to be on the safe side. The issue was unresolved at the time of report and the hcp was evaluating the patient. The environmental, external, or patient factors that may have led or contributed to the issue were unknown and the patient's status was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient found out about the pump not working sometime in january or february. It was noted that the patient needed a pump because he was a mess ever since this last pump he has had stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump. It was reported the patient's pump was implanted on (B)(6) 2019 and the patient went through "5 weeks of hell." The patient stated they found out the pump did not work and they were a mess. The patient reported they needed a new pump. The patient wanted the pump replaced and wanted to feel good. The patient reported when they went for their pump refill the healthcare provider drew out more medicine than they should have which showed that it was not working. The patient had a dye study the week earlier, relative to (B)(6) 2020, and it was determined the pump was not working, it was not moving or delivering any medication. It was reported the surgeon wanted to get this fixed, but due to corona virus and the pump shortage, the patient may be sitting around until (B)(6) or (B)(6). The patient reported the dose and concentration of baclofen had been "all over the map trying to get it functioning." The patient was redirected to follow-up with their healthcare provider to discuss their next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2020-apr-21. It was reported that the ¿refill confirmed no medication left in pump since last refill. Nuclear medication study confirmed no dye leaving pump into catheter.¿ it was also noted that no alarms were occurring. There were no further complications reported/anticipated.